Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the cannula of the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter on the cannula of the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. It is likely the IV shield was misaligned during assembly, causing the IV needle to scrape off a piece of the black plastic from the interior of the shield.

Event description:
It was reported that a bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.